Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, at 10 am of the event date, when put off the machine after the patient completed hemodialysis, a crack was found at the spiral opening of the venous catheter. There was nothing unusual observed on the device prior to use. There were no other visible defects/damages found on the product. There was no damage to the catheter itself. The sheath/catheter that came with the kit was the one used. Lodophor was used to treat the insertion site prior to product placement. Flushing done prior to use and with normal result. Bloodline was the other other products being utilized with the device. Hand was used to tightened the adapter. Blood transfusion was not required. The blood of the patient was safely returned, the treatment was completed after the product was replaced and there was no medical treatment after the event. The product was replaced with the same ID and lot number on t he same day as the intervention/treatment required for the leakage and to resolve the issue. There was no reported patient injury.